Event description:
The physician attempted a diagnostic arteriotomy closure with the closer tsl 6 fr. Device on a patient. The physician had difficulty removing the device. The foot would not park completely after device deployment. The device was removed with the foot partially deployed. Closure was achieved with a second device. A femostop was used as prophylaxis. One hour later the patient had no distal pulses and a cold leg. The patient went to surgery for removal of a thrombus which was occluding the flow. There was no additional patient injury.